Event description:
It was reported surgeon performed a revision surgery on a patient who had xia 2 screws placed at l3-l4 bilaterally. During the hardware removal process, the surgeon noticed an excess amount of metal shavings and debris.

Manufacturer narrative:
Method: device not returned; results: because no device was returned, visual, dimensional, and functional inspection cannot be performed to help determine the root cause of the event. As a result the root cause could not be determined. Conclusion: the customer reported event of the xia rod being notched and worn was confirmed via the sales rep present at the surgery. However, the device remains with the patient, who wished to keep the removed implants, so no testing could be performed on them. The event resulted in no delay or harm to the patient. No lot information was provided, so a manufacturing review could not be performed.

Event description:
It was reported surgeon performed a revision surgery on a patient who had xia 2 screws placed at l3-l4 bilaterally. During the hardware removal process, the surgeon noticed an excess amount of metal shavings and debris.